Event description:
It was reported that the top row display is not illuminating all segments completely. Some of the segments appear to blink. Customer states that you can still identify what is on the display but it is not easily read. Customer states the instrument was functioning fine except for the display. There were no consequences or impact to the pt.

Manufacturer narrative:
The returned device was evaluated. During eval of the device, it was found that the spo2 right most led middle horizontal segment does not illuminate. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues to this reported event.